Event description:
Twos caused false lia. No lead issue. No inappropriate shocks or clinical issues. (B)(6) 2021 11:46:50 *rv lead integrity warning: 2 or more high rate-ns episodes less than 220 ms. Sensing integrity counter greater than or equal to 30 in 3 days. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).